Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 550 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. The customer stated the insulin did exit and alarm no delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reported insulin does not exit and there is greater resistance with plunger push. It was explained to the customer the alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 550 mg/dl.